Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Event description:
The customer reported that the device is not switching on. There wasn't any negative patient impact.

Manufacturer narrative:
(B)(4). Replacement battery resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED is not functioning properly.